Event description:
It has been reported to philips that the device fell to the floor and is no longer turning on, illuminates to a black screen.

Manufacturer narrative:
Event date updated to 19dec2024; reporter information updated. Device problem grid updated.